Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot#: j4m2260ey), 173016, 173016 endo stitch instrument (lot#: j4m2260ey) vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot#: n5e1576y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, specifically while suturing the vaginal cuff, the needle broke and a part of the needle fell into the cavity of the patient. The device and the reload were both difficult to toggle. The broken needle piece was retrieved with a grasper, and the same issue occurred on the second instrument and reload. Another instrument and new reload were opened and used to complete the procedure. No patient complications have been reported as a result of this event.